Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported seeing a poor communication screen on their patient programmer. They were not able to communicate with their implantable neurostimulator (ins) using their recharger. The patient had not felt stimulation or recharged their device for 2 months prior to (B)(6) 2015. The patient was not charging because they had a cough and cold that they could not get rid of and they had been in the process of moving. The patient plugged their device in the whole weekend prior to the report and still couldn't charge. They were in pain because they could not use their stimulation. Overdischarge was reviewed and the patient thought that this may be their third instance. It was unclear if the device was in overdischarge or what overdischarge this would be. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2015 indicating that the circumstances that led to the poor communication and possible overdischarge was that they had a very bad cough that they could not get rid of and no matter what they took it just hung on. The steps taken to resolve the poor communication and possible overdischarge were, the patient went to the doctor to try to recharge. After many tries and times their back was getting sore and they tried at home, was too weak and apparently they always happened and they could never get a full charge at times, the patient thought they needed a new one. The patient also moved and they really could have used it if it was working. On (B)(6) 2015 the patient indicated that they met with the rep in (B)(6) to attempt a jump start, which was ineffective, and had not been able to hold a charge. The patient had leg pain that developed when they were moving.